Event description:
A peritoneal dialysis nurse reported patient ((B)(6)) had the (unknown) catheter repositioned due to draining issues. The patient is completing treatments with no further issues. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).